Event description:
It was reported that the patient received several inappropriate shocks from the lead due to noise and oversensing. The svc (superior vena cava) coil also showed very high impedance measurements. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.